Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that following insertion the patient experienced erosion of mesh into the rectum. On (B)(6) 2011 the patient underwent d&c with hysteroscopy due to postmenopausal bleeding. On (B)(6) 2011 the patient underwent d&c with hysteroscopy and uterine perforation due to abdominal uterine bleeding. (B)(6) 2011 the patient underwent a hysterectomy/bso due to postmenopausal bleeding. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence with concurrent cystoscopy. It was also reported that following insertion the patient experienced pain, bleeding, dyspareunia, recurrence, urinary/bowel problems and underwent a hysterectomy. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence, mesh graft extrusion, and urinary tract infection. It was reported that the patient underwent revision surgery on (B)(6) 2013 sue to erosion of mesh by (B)(6).